Event description:
It was reported that the artificial urinary sphincter (aus) device was removed earlier on (B)(6) 2020 due to an "unclear infection." The location and origin of the infection was not clear. A new aus device was later implanted on (B)(6) 2020 after which time the patient was "social dry."

Event description:
It was reported that the artificial urinary sphincter (aus) device was removed earlier in (B)(6) 2019 due to an "unclear infection." A new aus device was later implanted on (B)(6) 2020.